Manufacturer narrative:
The impella pump has not been returned for evaluation. A follow up will be submitted upon completion of the investigation.

Event description:
The user facility reported an impella pump in a 54yo male patient for mechanical circulatory support. It was reported the patient exhibited hemolysis symptoms, and the pump was kinked. To provide ongoing care, the team left the patient's pump on.

Manufacturer narrative:
The investigation into the product damage (cannula kink) and the hemolysis issues has been completed since the original report was filed. The device was not returned. The cause of the optical signal issue was not determined since product and data logs were not returned. The cause of the hemolysis issue was not determined since product, data logs were not returned and due to insufficient clinical information.